Event description:
The physician replaces this pm because of not specified pacing/sensing problems; during implant revision, he observes the incorrect behavior of screws. The physician returns this pacemaker.

Manufacturer narrative:
January 14, 2010. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the united states; however, it is similar to symphony / rhapsody pacemaker models approved (B)(4). (B)(4). Conclusion: the electrical characteristics of the returned device were within specifications. The inspection of the connector header revealed damages of the intended screwdriver slot at the atrial level and of atrial setscrew and terminal block. These damages are typical from a cross-threaded setscrew and confirm difficulties were met during the screwing/unscrewing operations. Because of these findings, it is likely that the electrical continuity was not ensured between the lead pin and the pacemaker components; consequently, failure to pace/sense (or loss of capture) and high impedance could have been observed.